Event description:
Infusion pump alerting "door open infusion stopped error". Unit red tagged and given to biomed for testing. Unaware if pt treatment affected. Repair order states "unit brought into shop with red tag and no other info. Tested, confirmed door open error when infusion and it is an intermittent problem. Pending OEM repair."